Event description:
--

Event description:
Boston scientific received information that this pacemaker had shortened elective replacement indicator (eri) to end of life (eol). Boston scientific technical services (ts) verified from the field representative that eri was noted through transtelephonic monitoring (ttm). Then, in less than 90 days after reported eri, patient came to emergency room (ER) having shortness of breath (sob), wherein eol was noted. Patient had device changeout. Pacemaker was returned back to the laboratory for analysis as the physician wanted to know specifically as to when the device reached eri and eol. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.